Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis concluded that a puncture hole in silicone insulation just distal to fluoro marker was noted which was most likely when stylet escaping the lumen during back-loading. In addition, a trace of dried body fluid or blood in lumen was observed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to physical damage on the lead body. Additional information indicated that the wire went through the side of the lead body per the physician. The lv lead was never in service. No adverse patient effects were reported.